Manufacturer narrative:
The device was not returned for analysis. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a patient developed a hematoma and experienced spinal cord compression. The patient's therapy was not activated. The patient was hospitalized and the device was explanted. There were no reports of further complications.

Manufacturer narrative:
This follow-up is to provide additional information regarding the patient's status. Follow-up report indicated that after the explant, the patient has not regained function in her lower extremities. Therapy was never activated on this patient. Based on the information available, the event is likely procedure related.